Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. Post deployment of second mitraclip xt, a tear was observed at posterior leaflet which led to recurrent mr. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported unspecified tissue injury cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) and thin leaflets for a mitraclip procedure. During the procedure, two mitraclips were successfully implanted. Post deployment of second mitraclip xt, a tear was observed at posterior leaflet which led to recurrent mr. There was no clinically significant delay reported. No additional information was provided.